Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power brick was not conducting power to the charger base. The charger was fully functional with other power bricks. The power brick was repaired and released. The root cause of the defective power brick is unk but is likely random component failure. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.

Event description:
The wife of a male pt contacted lifecor customer support to report that the battery charger will not come on. She checked the power plugs multiple times. The power brick was illuminating green. The pins inside the charger did not seem to be bent. When a battery pack was placed in the charger, no lights illuminated. Support sent the pt a replacement battery charger.